Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that after approximately 9 months of support on the lvad, the pt reported a pump stoppage. The system controller was exchanged; however, the pt experienced 2 pump stoppage post system controller exchange. Driveline x-rays revealed no obvious signs of driveline trauma or strain. Log files confirmed 2 pump stoppages without alarms related to voltage/power. The hospital requested a modified power module pt cable from the MFR for the pt's use.

Manufacturer narrative:
The pt remains ongoing and continues on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.